Manufacturer narrative:
(B)(4). Concomitant medical products: 010000866, g7 neutral e1 liner 40mm h, 6100243. 010000749, g7 neutral arcomxl lnr 40mm h, 6130588. 010000668, g7 pps ltd acet shell 62h, 6081830. 51-107180, tprlc 133 mp type1 pps ho 18.0, 6068815. 650-1058, cer bioloxd option hd 40mm, 2907294. 650-1067, cer option type 1 tpr sleve +3, 2921000. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02119.

Event description:
It was reported that during a total hip arthroplasty, the liner would not lock into place. A new liner was tried with the initial cup, but still would not lock. The cup was then removed from the patient to implant a new one. The second liner locked properly into the new cup. Attempts have been made and no further information has been provided.